Event description:
Physio-control was performing an evaluation of a device returned on recall #z-0149-2009. Physio observed that the device would intermittently fail and could not deliver defibrillation therapy. There was no patient use associated with the issue.

Manufacturer narrative:
Physio control determined the root cause of malfunction to be an improperly seated therapy connector causing an intermittent operation. A replacement device was provided to the customer.